Event description:
Pt received one synvisc injection and her knee had severe swelling. About 5 days later, the swelling was so bad she couldn't get out of bed to go to church. She went to the physician office at the time when she would have been due for her 2nd injector., and the physician stated that she had a very bad reaction and she should have notified the office immediately. Physician discontinued synvisc. Dose or amount: 16mg/2ml, intra-articularly: only 1 injection given. Reported to me by pt.